Event description:
It was reported that the visual analysis of the returned sample revealed that visual analysis of the returned sample revealed that driving cap/threaded was broken from the threaded tip, the broken fragment was not returned for examination. No other issues were found. No additional information is known. However, it couldn't be associated with a complaint or any other existing record. This complaint involves six (6) devices. This report is for one (1) driving cap/threaded this is report 2 of 6 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Investigation summary : the following device was received as blind unit for the following products: 03.043.029; 2023519 319.006; h521672 319.006; a4gj568 03.010.523; 9570803 03.010.523; l759640 03.010.523; 31p5810 03.010.523; 9850771 03.010.491; h884724 03.037.017; 9764853 393.10; unk 03.033.001; l750728 03.118.111; t981020 tracking number: (B)(4). No additional information is known. However, it couldn't be associated with a complaint or any other existing record. This complaint involves six (6) devices.,: the subject device has been received at depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that driving cap/threaded was broken from the threaded tip, the broken fragment was not returned for examination. No other issues were found. A dimensional inspection for the driving cap/threaded was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the driving cap/threaded would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following source controlled drawings reflecting the current and manufactured revisions were reviewed: dimensional inspection: n/a device history lot product code: 03.010.523-us lot number: 31p5810 manufacturing site: jabil bettlach release to warehouse date:06/05/2020. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.